Event description:
Reference MFR report: 1627487-2019-05085. Based on information obtained, the patient's scs system was explanted on (B)(6) 2019.

Event description:
Reference MFR report: 1627487-2019-05085.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-05085 . It was reported the patient no longer used the scs system and as a result, surgical intervention may take place.